Manufacturer narrative:
The customer reported, that after completing a trans aortic valve implant (tavi) scan, the online reconstructed images were all of the same cardiac phase. The customer successfully completed offline reconstructions for the desired cardiac phases and the images reconstructed as planned. The customer has reported this issue previously and understands this issue is caused when the operator presses the start final reconstruction to soon after the scan has completed. The customer provided log files for this scan and requested they be reviewed to confirm this is the same issue as previously reported. The bug report with the necessary log files were reviewed by the cirs and the console teams. The log files confirmed the operator pressed the start final reconstruction immediately after the scan completed. The electrocardiogram (ECG) wave did not have enough time to arrive at the console with the necessary phase points and reconstruct the planned cardiac phases during online reconstructions. The operator selected the scan from the directory and successfully reconstructed the desired cardiac phases. This issue is due to use error and not reviewing the ECG wave or waiting the appropriate amount of time before selecting start final reconstruction. The philips applications specialist provided additional gated cardiac training and cautioned the customer to wait appropriate time after the scan is completed. The image reconstructions were completed again off-line, the images reconstructed correctly, and were labeled correctly. The cause of this reported issue was due to the operator not reviewing the ECG prior to selecting start final reconstruction of the images. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that they completed a transaortic valve implant (tavi) scan and the online reconstructed images for the 3 cardiac phases were the same. The operator successfully completed offline reconstructions and the 3 cardiac phases reconstructed as planned. This issue is currently under investigation.